Manufacturer narrative:
The reported field event of noise was confirmed. External insulation abrasion was noted at 44.2 ¿ 44.4 from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was removed and replaced. The patient was stable.